Manufacturer narrative:
The customer declined ge service. No repair information available.

Event description:
The hospital reported a loss of manual ventilation due to a broken bag port. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). Device evaluation anticipated, but not yet begun.